Event description:
Related manufacturer report number: 2916596-2021-03017.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported syncopal episode could not conclusively be established through this evaluation. It was reported that the patient experienced a syncopal episode on (B)(6) 2021. The submitted system controller event log file contained data from (B)(6) 2021 through (B)(6) 2021. The report that the green running symbol was off on (B)(6) 2021 could not be confirmed as pump function was not interrupted throughout the duration of the file. The pump appeared to operate as intended at the set speed. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the green running light symbol was not illuminated on (B)(6) 2021 and the patient experienced a syncopal episode. There were no alarms seen for (B)(6) 2021 on interrogation. No further information provided.